Event description:
Caller reported a cgm error which initially disrupted their sensor session. There was no adverse impact to the customer's blood glucose level reported. Technical support provided information for a complete pump reset and guided the caller through the process, successfully resolving the issue without further errors, allowing the session to start without additional complications.